Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an alert 68 indicating a vboost over/under voltage condition repeatedly prompted restarts on the ilet despite multiple restarts, leading to a replacement being arranged and instructions provided for shutdown and data handling. Symptoms included hyperglycemia with a reported blood glucose high of 382 mg/dl over an estimated several hours, without acute complications. Outcomes included a temporary switch to manual injections and continued cgm use, with no professional medical intervention or hospitalization. Investigation included technical review based on the reported alarm, device history checks, and arrangements for device return and data synchronization. Investigation of this case revealed a persistent power subsystem malfunction associated with vbuck over/under voltage, consistent with a pump electronics issue. It was concluded that the cause was a device hardware malfunction of the power regulation circuitry.